Manufacturer narrative:
Compromised force sensor alarm noted during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported of not being able to get out of the prime / rewind loop. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.